Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned in a deployed state. The stent delivery wire (sdw) was found to be kinked/bent 20cm and 63cm from the distal end. The stent was found to be deformed at the distal end. The stent was found to be intact at the proximal end. The stent introducer sheath was not returned for analysis. A functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent partial deployment could not be duplicated; however, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during one posterior communicating artery (pcom) aneurysm case, used the catheter to deliver stent to the location. When withdrawing the catheter to deploy the stent, the speed was too fast which made the stent deployed in unexpected location away from the lesion. The stent partially and prematurely deployed at proximal of the neck of aneurysm. Then the operator withdrew the stent system and the catheter out together and deployed the stent completely on the table. The device was returned, and the stent was returned in its deployed state, the stent was noted to be deformed and the sdw was kinked. It is probable that the stent and sdw position was not maintained during retraction of the catheter to deploy the stent causing the stent to prematurely/partially deploy. It is probable that the stent and sdw may have been damaged at this point or during the subsequent removal of the devices from the patient. An assignable cause of procedural factors will be assigned to the reported event of stent partial deployment and to the analyzed damage of the sdw kinked/bent and stent deformed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure the subject stent partially and prematurely deployed at proximal of the neck of aneurysm when the catheter was withdrawing. The physician withdrew the stent system and catheter together from the patient and the subject stent deployed fully on the table. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the procedure the subject stent partially and prematurely deployed at proximal of the neck of aneurysm when the catheter was withdrawing. The physician withdrew the stent system and catheter together from the patient and the subject stent deployed fully on the table. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.